Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) noted hearing beeping tones. Elective replacement indicator (eri) parameters were questioned. Technical services (ts) discussed checking the device for eri and if at eri, to replace the device. It was noted that the device passed shortened replacement window (srw) advisory screening. No adverse patient effects were reported. Additional information was provided that the device had eri due to a charge time (CT) of 29.2 seconds, the monitoring voltage was 2.7.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.